Event description:
On 2026-feb-05 (B)(6) (con): information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they have been unable to feel any stimulation and experiencing pain since monday or tuesday of his week. Patient confirmed the stimulation is on. Patient stated that when the implant battery is at 100%, it typically lasts for more than one week. Patient confirmed controller battery at 50% and implant battery at 60%. Agent had the patient to check the programs they have. Patient mentioned having group a and b; current therapy group is set to group b. Agent walked the patient through adjusting stimulation intensity. Patient reported intensity was at 1.0; patient increased the intensity to 3.6 and reported feeling stimulation in back, lower back, hips, and legs. Patient stated they felt better after adjustment. Patient reported stimulation intensity returned to 1.0 and can't feel anything. Patient now reports feeling stimulation only in the back. The issue was not resolved. Agent redirected the patient to hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.